Manufacturer narrative:
Patient"s date of birth, age unk. Patient''s gender unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Because the device was not returned for evaluation, the cause of the reported damage could not be determined.

Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion a distal saphenous vein graft (svg) to the left anterior descending (lad) coronary artery. The physician chose to use a spectranetics elca coronary atherectomy catheter to treat the patient. When the elca catheter was turned on inside the patient, the device would not work. The physician removed the catheter and noticed the distal part of the catheter had a hole in it, with a thread of something stuck out of the hole. In the photos provided to the manufacturer, material deformation was apparent in a portion of the device''s working length. The physician aborted the procedure with no reported patient harm. Based on the event description and photos provided, this event is being reported for unintended radiation exposure, potential for harm.